Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause of this event is that the locum doctor was not familiar with the system, and this was the reason there was any issues, system performed as it should have.

Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A23 applies to unable to trace / not able to achieve a successful trace. A0908 applies to the trace was going to the side of the head. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to trace. The healthcare provider (hcp) called to report that they were not able to achieve a successful trace. The trace was going to the side of the head. Troubleshooting was performed, technical services(ts) and caller had a video call and surgeon restarted registration, surgeon was lifting probe after holding at the tip of the nose for 2 seconds and then putting it back on the nose to start tracing. Ts walked surgeon through holding probe on skin after registration started and doing the trace pattern without lifting probe during registration. Surgeon got a 1.3 accuracy and verified known anatomical landmarks and was satisfied and proceeded to navigation screen. The probable cause was surgeon lifting probe after registration started. A procedure delay of less than 1 hour was reported. There was no impact on patient outcome.